Manufacturer narrative:
On (B)(6) 2019, additional information indicated that the procedure was primary breast reconstruction surgery. On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware on (B)(6) 2019, that the date of event unintentionally was not reported on the initial report which is (B)(6) 2019, , implant indication was for the reconstruction, expander had a hole like the head of a large pin. It was detected before implanting the product. No saline leak into the patient. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). (B)(4).

Event description:
It was reported that the physician observed that cpx¿4 tissue expander, 550 cc was broken before use. The doctor used another device with serial number (B)(4). Per the customer, the implant did not come into contact with any patient. No patient consequence was reported.

Manufacturer narrative:
Device evaluation; during evaluation of the sample it was to be intact. In addition during the leak testing missing material was observed on the anterior aspect measuring approximately 0.2 cm x 0.3 cm cm. Microscopic examination of the edges of the tear gave no indications as to cause of the failure. No other anomalies were observed. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Manufacturer reference number: (B)(4).